Event description:
A healthcare professional reported that during an intraocular lens implant procedure the surgeon noticed mark on intraocular lens marks on iol and blueish gray film on optic surface. The lens remains implanted and the surgery was completed. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Provided photos show an implanted iol. There appear to be cloudy/light reflections and dark lines/marks over the iol optic. The manufacturer internal reference number is: 2025-25563.

Manufacturer narrative:
Additional information was provided in b.5., h.3., and h.11. The product was not returned for analysis. Only photos were returned. Provided photos show an implanted iol. There appear to be cloudy or light reflections and dark lines or marks over the iol optic. The reporter stated apparently the appearance of the anomaly on the iol was less apparent on the last review and the patients acuity was good. The origin of the reported complaint cannot be confirmed. Complaints have been received reporting a potential presence of polychromatic sheen. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received and stated that apparently the appearance of the anomaly on the iol was less apparent on the last review and the patient¿s acuity was good.